Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Customer support provided information to reset the pump, but the issue recurred after resetting. Technical support decided to replace the pump, and since the pump was out of warranty, an out-of-warranty loaner pump was offered to the customer.